Event description:
Reporter indicated a patient had high lead impedance >8,000 ohms with vns diagnostics testing, and also was experiencing constant hoarseness. The vns generator was also felt to have migrated in the chest. The vns was disabled. The reporter later stated the patient was confirmed to have left vocal cord paralysis, and was experiencing choking and coughing. X-rays did not note any obvious lead anomalies per the reporter, but the generator was noted to be low in the chest. The patient had no known trauma. Surgery to replace the vns lead and generator is planned, but has not occurred to date. Attempts for further information are in progress.

Event description:
The caregiver reported to the manufacturer that the patient's vocal cord paralysis began after generator replacement on (B)(6) 2011. Diagnostics were last within normal limits in (B)(6) 2012. Hoarseness was not noted until (B)(6) 2012 by the treating neurologist, and at that time high lead impedance was also noted. The patient has had no trauma. The patient received injections to the vocal cord as an intervention, but the vocal cord is still permanently paralyzed. The patient had vns lead and generator replacement performed on (B)(6) 2012. During the surgery, it was noted one of the electrodes was "incompletely wrapped" and "the superior electrode had severe inflammation around the nerve". The generator was also noted to be "loose in the pocket". A lead break was not seen. The vocal cord paralysis is felt to be due to the vns stimulation per the surgeon. No medication change or vns programming change preceded the vocal cord paralysis. The new vns system was activated on (B)(6) 2012. Attempts for return of the explanted devices have been unsuccessful to date.

Event description:
Product analysis of the lead was completed. During the visual analysis discoloration was observed on the (-) connector pin quadfilar coil and the coil appeared to have broken coil strands, in some areas. Determination could not be made as to whether the end of the coil was cut or broken. Scanning electron microscopy was performed and identified the broken coil strand areas and the ends of the quadfilar coil as having a twisted appearance with evidence of a stress induced fracture (torsional appearance) with mechanical damage and no pitting. Evidence of pitting and electro-etching was observed on the coil surface. The condition of the quadfilar coil end suggests the fractures are a result of the explant procedure. A definite cause for the pitting and electro-etching observed on the coil surface could not be determined based on the lead portion returned. The abraded openings; slice marks and cut out holes found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. With the exception of the pitting and electro-etching observed on the (-) connector pin quadfilar coil, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. The electrode array was not returned.

Event description:
Vns generator product information was obtained from the explanting hospital on (B)(6) 2013. Manufacturer review of available programing history noted high lead impedance of 8635 ohms was noted with normal mode diagnostics on (B)(6) 2012 with an output current of 2.75ma. Diagnostics were last within normal limits on (B)(6) 2012 with 1668 ohms.

Manufacturer narrative:
Device malfunction is suspected.

Event description:
The explanted vns generator and lead were returned on (B)(6) 2013. Analysis of the generator did not identify any anomalies, and the generator performed per specifications. Analysis of the lead is still pending.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.